Event description:
On 2025-jul-15 a response to a follow up request was received. It was reported that the fracture was not confirmed; they stated there was a high possibility of a fracture solely based on the high impedance measurement. It has not been confirmed yet whether or not the recharging frequency improved after reprogramming around contact 3, but the rep will request that the doctor check it at the next outpatient visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that no further visit has been scheduled and it seems the patient does not visit the clinic for over a year unless there is an issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported they were having to recharge more frequently recently. The rep met with the pt on (B)(6) 2025 and tested impedances noting electrodes 3 and 15 showed a result of 40,000 ohms. The suspected cause of the increased recharging frequency was likely due to electrode 3, so the rep reprogrammed around electrode 3. The rep reported "fractured leads" however, they did not provide x-ray results to confirm fractured leads. Contributing factors and cause were noted to be unknown and the doctor had no further information to provide. The devices remain implanted and in service. No further actions beyond reprogramming were reported to be planned or taken. No symptoms reported.